Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-04642 and 1627487-2011-04643. It was reported the pt lost stimulation. The system was interrogated, and 2 contacts were working, but the others were invalid on one lead (the pt has 2 leads). The pt also reported the ipg was flipping in the pocket. F/u identified the physician planned to move forward with surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.